Event description:
The customer reported that in the middle of the procedure, the surgeon was not able to open and close the instrument jaws smoothly. There was no pt injury. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.